Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone), fentanyl, and bupivacaine via an implantable pump for non-malignant pain. Patient reported they were having issues with the myptm application on the handset for probably within the last 2 weeks. Patient stated they called last time and the representative cleared out the data but she did not remember what they did. Patient stated they get 16 bolus a day. Agent asked patient to connect with the handset and patient said they were on the about screen. Patient service reviewed how to clear the data on the app. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, lot# serial# (B)(6), implanted: explanted: product type product ID a820 lot# serial# unknown, implanted: explanted: product type, software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.